Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The complaint device was returned for evaluation. A visual exterior inspection was performed and passed.  The receiver would not take a charge or boot-up. A data log review was attempted, but the data log could not be downloaded. A receiver functional test was attempted, but it could not be completed. The receiver case was opened for further evaluation. An interior inspection found moisture damage, pcba contamination, and burn marks on the main board (at u6). The complaint of an overheating receiver was confirmed. The root cause was determined to be moisture damage.